Manufacturer narrative:
The subject device was not returned for device investigation. There was no report on the subject device being used in procedure after the suggested event was reviewed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during routine microbiological testing, the gastrointestinal videoscope tested positive for <10 colony forming units (cfus) of pseudomonas aeruginosa and acinetobacter junii in the air/water channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.